Event description:
During a procedure a farawave catheter was selected for use. No issues were noted with the farawave catheter during preparation. The patient presented in left-sided atrial flutter at the start of the procedure. Following left atrial (la) mapping and administration of atropine, the farawave catheter was used to ablate the la roof, identified as the origin of the flutter. This intervention resulted in a transition from left-sided flutter to cavotricuspid isthmus (cti) flutter. During the cti flutter, the patient blood pressure began to gradually decline. The physician initially planned to complete pulmonary vein isolation (pvi) and posterior wall (pw) ablations before addressing the cti flutter. However, after ablating the left-sided pulmonary veins, the patient systolic blood pressure dropped to the 70s. Suspecting the cti flutter as the cause, the physician proceeded with cti ablation using the farawave catheter. One milligram of glyceryl trinitrate (gtn) was administered, and the general anesthesia team provided additional hemodynamic support. The cti flutter was successfully terminated, and coronary sinus (cs) pacing was initiated due to low intrinsic rhythm. The patient systolic blood pressure stabilized around the 90s. The farawave catheter was then reintroduced into the la to complete the pvi and pw ablations. During ablation of the right inferior pulmonary vein (ripv), non-sustained ventricular tachycardia (nsvt) with 1:1 conduction was observed. A final ablation was applied to the ripv, after which sustained ventricular tachycardia (vt) developed shortly following pulse delivery (noted 5 to 6 paced beats post-pulse). ECG review indicated a premature atrial contraction (pac) followed by a wide complex 1:1 vt that progressed to ventricular fibrillation (vf). A 150 joule shock was delivered, resulting in return of spontaneous circulation (rosc). The physician proceeded with pw ablation. Midway through pulsing (after six pulses), sustained vt recurred. Another shock was delivered, briefly terminating the vt before it restarted. A subsequent shock was administered, but a wide complex 1:1 rhythm persisted. Cardiopulmonary resuscitation (CPR) was initiated, and a code blue was activated. No st elevation was observed throughout the procedure. Coronary angiography revealed clean coronary arteries with no significant stenosis. CPR and defibrillation continued as the patient remained in wide complex tachycardia. After several rounds, sinus rhythm returned with a narrow qrs complex, although the patient remained tachycardic at approximately 140 bpm. No additional adrenaline was administered, and the heart rate gradually decreased. At this point, preparations were underway for intra-aortic balloon (iab) and extracorporeal membrane oxygenation (ECMO) support prior to transferring the patient to the intensive care unit (ICU). Although physician intended to do pvi and pw. Pvi was completed but pw was not fully completed. Only roof line and a partial second line below that. The patient remains in the intensive care unit (ICU) and is currently undergoing weaning from both ECMO and iabp support. Liver, kidney, and brain function are reported to be stable. The device is not expected to be return due to disposal. Additional information revealed the patient has fully recovered and was discharged.

Manufacturer narrative:
Additional information added to b5: describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a procedure a farawave catheter was selected for use. No issues were noted with the farawave catheter during preparation. The patient presented in left-sided atrial flutter at the start of the procedure. Following left atrial (la) mapping and administration of atropine, the farawave catheter was used to ablate the la roof, identified as the origin of the flutter. This intervention resulted in a transition from left-sided flutter to cavotricuspid isthmus (cti) flutter. During the cti flutter, the patient blood pressure began to gradually decline. The physician initially planned to complete pulmonary vein isolation (pvi) and posterior wall (pw) ablations before addressing the cti flutter. However, after ablating the left-sided pulmonary veins, the patient systolic blood pressure dropped to the 70s. Suspecting the cti flutter as the cause, the physician proceeded with cti ablation using the farawave catheter. One milligram of glyceryl trinitrate (gtn) was administered, and the general anesthesia team provided additional hemodynamic support. The cti flutter was successfully terminated, and coronary sinus (cs) pacing was initiated due to low intrinsic rhythm. The patient systolic blood pressure stabilized around the 90s. The farawave catheter was then reintroduced into the la to complete the pvi and pw ablations. During ablation of the right inferior pulmonary vein (ripv), non-sustained ventricular tachycardia (nsvt) with 1:1 conduction was observed. A final ablation was applied to the ripv, after which sustained ventricular tachycardia (vt) developed shortly following pulse delivery (noted 5 to 6 paced beats post-pulse). ECG review indicated a premature atrial contraction (pac) followed by a wide complex 1:1 vt that progressed to ventricular fibrillation (vf). A 150 joule shock was delivered, resulting in return of spontaneous circulation (rosc). The physician proceeded with pw ablation. Midway through pulsing (after six pulses), sustained vt recurred. Another shock was delivered, briefly terminating the vt before it restarted. A subsequent shock was administered, but a wide complex 1:1 rhythm persisted. Cardiopulmonary resuscitation (CPR) was initiated, and a code blue was activated. No st elevation was observed throughout the procedure. Coronary angiography revealed clean coronary arteries with no significant stenosis. CPR and defibrillation continued as the patient remained in wide complex tachycardia. After several rounds, sinus rhythm returned with a narrow qrs complex, although the patient remained tachycardic at approximately 140 bpm. No additional adrenaline was administered, and the heart rate gradually decreased. At this point, preparations were underway for intra-aortic balloon (iab) and extracorporeal membrane oxygenation (ECMO) support prior to transferring the patient to the intensive care unit (ICU). Although physician intended to do pvi and pw. Pvi was completed but pw was not fully completed. Only roof line and a partial second line below that. The patient remains in the intensive care unit (ICU) and is currently undergoing weaning from both ECMO and iabp support. Liver, kidney, and brain function are reported to be stable. The device is not expected to be return due to disposal.

Event description:
During a procedure a farawave catheter was selected for use. No issues were noted with the farawave catheter during preparation. The patient presented in left-sided atrial flutter at the start of the procedure. Following left atrial (la) mapping and administration of atropine, the farawave catheter was used to ablate the la roof, identified as the origin of the flutter. This intervention resulted in a transition from left-sided flutter to cavotricuspid isthmus (cti) flutter. During the cti flutter, the patient blood pressure began to gradually decline. The physician initially planned to complete pulmonary vein isolation (pvi) and posterior wall (pw) ablations before addressing the cti flutter. However, after ablating the left-sided pulmonary veins, the patient systolic blood pressure dropped to the 70s. Suspecting the cti flutter as the cause, the physician proceeded with cti ablation using the farawave catheter. One milligram of glyceryl trinitrate (gtn) was administered, and the general anesthesia team provided additional hemodynamic support. The cti flutter was successfully terminated, and coronary sinus (cs) pacing was initiated due to low intrinsic rhythm. The patient systolic blood pressure stabilized around the 90s. The farawave catheter was then reintroduced into the la to complete the pvi and pw ablations. During ablation of the right inferior pulmonary vein (ripv), non-sustained ventricular tachycardia (nsvt) with 1:1 conduction was observed. A final ablation was applied to the ripv, after which sustained ventricular tachycardia (vt) developed shortly following pulse delivery (noted 5 to 6 paced beats post-pulse). ECG review indicated a premature atrial contraction (pac) followed by a wide complex 1:1 vt that progressed to ventricular fibrillation (vf). A 150 joule shock was delivered, resulting in return of spontaneous circulation (rosc). The physician proceeded with pw ablation. Midway through pulsing (after six pulses), sustained vt recurred. Another shock was delivered, briefly terminating the vt before it restarted. A subsequent shock was administered, but a wide complex 1:1 rhythm persisted. Cardiopulmonary resuscitation (CPR) was initiated, and a code blue was activated. No st elevation was observed throughout the procedure. Coronary angiography revealed clean coronary arteries with no significant stenosis. CPR and defibrillation continued as the patient remained in wide complex tachycardia. After several rounds, sinus rhythm returned with a narrow qrs complex, although the patient remained tachycardic at approximately 140 bpm. No additional adrenaline was administered, and the heart rate gradually decreased. At this point, preparations were underway for intra-aortic balloon (iab) and extracorporeal membrane oxygenation (ECMO) support prior to transferring the patient to the intensive care unit (ICU). Although physician intended to do pvi and pw. Pvi was completed but pw was not fully completed. Only roof line and a partial second line below that. The patient remains in the intensive care unit (ICU) and is currently undergoing weaning from both ECMO and iabp support. Liver, kidney, and brain function are reported to be stable. The device is not expected to be return due to disposal. It was further reported that the physician was aware of off-label use. He understood the risks involved but felt it was necessary for patients treatment. Patient has fully recovered and was well before discharge from hospital.

Manufacturer narrative:
Additional information added to b5: describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.